Event description:
A customer reported that "a lot" of irrigation came out from the valued trocar cannula during surgery. The case was able to be completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to acceptance criteria. A root cause and corrective action will be assessed upon completion of the investigation. (B)(4).